Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for non-obstructive urinary retention. It was reported that the patient had a bladder infection. They went to their healthcare provider on (B)(6) 2018 and was diagnosed with bladder infection and was then on antibiotics. No troubleshooting or diagnostics were performed on the call and it was reported that the issue was resolved at the time of the report. No further complications were reported or anticipated.